Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 305mg/dl. The customer states they tried to treat with the pump, but believe the device did not give them the correction. The customer states they treated with manual injection. Troubleshoot was conducted. The customer will be conducting the high pressure test when the tubing clamp is received.